Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing planned/non - emergency treatment. The procedure was aborted. It was reported to philips that displays not working. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer stated that one of the staff members pressed the shunt trip while doing a code blue and shut power to the room. The rse stated that the main shunt breaker can be reset by plant operations, which should bring the room back online. To resolve the issue, the rse instructed plant engineering to reset shunt breaker, let ups come online and boot system. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that that the system's emergency stop was accidentally pressed. Upon restarting the device, the monitors were unable to display, which can impact imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.